Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain and failed back surgery syndrome. It was reported that the patient asked to meet with cs to try and get more coverage/relief in their low back/above their waist line. It was reported they had pain. The patient was reprogrammed and given groups ¿b and c¿ to try out to see if they could get relief in their needed area. It was indicated that the patient had fallen at work approximately one to one and a half weeks ago, which may have led/contributed to the reported issue. They stated that they were sitting in a chair at work and they though they blacked out because when they woke up they were on the fall. They stated they had bruising on their right side body and arm. It was reported that an impedance check was performed and all contacts were within normal limits. The patient was reprogrammed to get coverage in areas needed and they were happy with the adjustments and denied all other complaints at this time. It was reported that the issue was resolved at the time of the report. It was asked but was unknown when the event occurred.